Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, that the implantable pulse generator (ipg) exhibited a false right atrial (ra) lead low impedance alert. The ipg remains in use. No further patient complications have been reported as a result of this event.